Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17535. During an in clinic follow-up, varying capture threshold resulting in loss of capture and high ventricular rate as observed on the right ventricular (rv) lead. A lead dislodgement was suspected but was not confirmed. The device was reprogrammed as an interim solution. The rv lead will be reevaluated at a future follow-up. The patient was stable and will continue to be monitored.